Event description:
The nurse manager for the pt's nursing home reported that the pt had worn their pump during two separate x-rays. Pt has had three instances of severe hypoglycemia over the last frew months. Calls to 911 have ben made three or four times.